Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer was unable to remove cartridge from the pump. Subsequently, the customer was taken to the emergency room (ER) due to a "high" blood glucose level and trace ketones. Customer was treated with intravenous insulin and saline, and was released from the ER 2 hours later. Customer reverted to manual injections for insulin therapy.